Manufacturer narrative:
Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui printed circuit board (pcb). The device passed the extended self-test (est), short self-test (sst), and the performance verification test (pvt). (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a continuously illuminated graphical user interface (gui) keyboard liquid emitted display (led). There was no report of patient involvement. The date of the event is unknown.